Manufacturer narrative:
Investigation summary: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported when using the bd plastipak¿ syringe the plunger was loose/falls out and plunger was broken/damaged. The following information was provided by the initial reporter. The customer stated: the "syringe plunger is loose, crushed into the syringe."